Manufacturer narrative:
A partial lead was returned in two portions for analysis. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-12547. It was reported that right ventricular (rv) lead exhibited noise that showed inhibition of pacing. During procedure it was found that both rv and ra leads showed signs of insulation damage. There was no indication prior to explant of damage to ra lead, this was an incidental finding. Both leads were extracted and replaced. The patient is in stable condition.